Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis was inconclusive. There was no device output and a telemetry problem was indicated. The no-telemetry/output condition was due to a severely depleted battery. Visual and x-ray inspections of the device revealed no anomalies. When the device was powered by an external supply, the device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. Nominal current drain was observed throughout the analysis. The cause of the cause of premature battery depletion was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital feeling "sluggish" with a heart rate in the range of 20 beats per minute. Telemetry was unable to be established with the device and so the patient was intubated and capture was ensured with transcutaneous pacing. The device had shorter than expected longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.